Manufacturer narrative:
An event regarding a missing component involving an restoris offset broach handle was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because the device was not returned for investigation. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Missing a pin and will not work. Requested by (B)(6). Per mss, product was shipped back to florida. Lot number found is 110037. Per mss:issue was noticed during the case. Procedure was successful. No delay in case as we had other broach handles to use.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported, "missing a pin and will not work."